Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that during a bio tenodesi surgery the handle of the screwdriver did not work. The handle was turned but the tip didn´t move. Therefore it was impossible to use the screw. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device from another manufactuer. It was not necessary to switch the surgical technique or do a second surgery.